Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during stenosis procedure, physician placed the subject balloon at the stenosis and used pressure pump to dilate the subject balloon. The physician found that the subject balloon could not expand under the digital subtraction angiography and he thought that the subject balloon might be leaking. The subject balloon was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event/product problem - corrected - no "product problem". H1 type of reportable event - corrected - no "malfunction". H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/microscopic inspection, there were no visual defects noted to the device. During functional inspection, balloon leaked functional test passed. The balloon could be inflated/deflated without difficulties. There was no leakage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were not confirmed during the analysis. The device met specifications when received for complaint investigation. The device returned and was analyzed. There were no anomalies noted. The balloon inflated/deflated without difficulties during the functional test and there was no leakage noted. An assignable cause of not confirmed will be assigned to the as reported "balloon failed to inflate", "balloon leaked during use" as the issue was not confirmed during the analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during stenosis procedure, physician placed the subject balloon at the stenosis and used pressure pump to dilate the subject balloon. The physician found that the subject balloon could not expand under the digital subtraction angiography and he thought that the subject balloon might be leaking. The subject balloon was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.